Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 4 months and 19 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve was explanted and a new 23 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
A supplemental report is being submitted to correct the reportability of the event previously reported. The following sections of this report have been corrected and updated: h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received via medical records revealing the 26 mm sapien 3 ultra resilia valve was explanted due to late endocarditis with vegetations and septic emboli. At the time of this report, the information available does not suggest the 26 mm sapien 3 ultra resilia valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 ultra resilia valve. Therefore, the valve explant event is no longer considered FDA reportable.